Event description:
After completion of service, the manufacturers field service engineer reported the unit would not operate on battery. The customer did not report the occurrence to the manufacturer previous to service and reported the device had received preventive maintenance service by biomedical engineering a week earlier and there was no similar problem noted at that time of service. There was no patient harm reported. Review of the device diagnostic history noted an prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been previously operating on the internal battery. The service engineer replaced the power management board to address the reported problem. Applicable final testing was performed and tests passed per operating specifications.